Event description:
It was reported that the customer's blood glucose was 411 mg/dl. Troubleshooting was performed with the insulin pump. Insulin did not exit the tubing during a manual prime. No leaks were found. There was a no delivery alarm in the alarm history from (B)(6) 2015. Customer was advised to change the entire set, reservoir,, and insulin. Upon removal of the infusion set, the cannula was neither bent nor occluded. The insertion site was not sore or irritated. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.